Event description:
It was reported that the implantable pacing lead was attempted, not implanted. The helix would not extend in the body. After it was removed from the body, the physician attempted to extend it on the table. Eventually, after about twenty turns, it extended, but "popped out". A different lead was implanted and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).